Manufacturer narrative:
Patient information was not provided for reporting. Device malfunctioned intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used to capture additional medical/surgical intervention required. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent a femoral fracture procedure. During the procedure, a helical blade completely missed the nail. There was a surgical delay of about one and a half hour to get the nail out and the surgeon had to re-do the procedure using a smaller diameter nail and a new blade. The procedure was completed successfully with no impact to the patient. Patient outcome was reported as fine. This report is for one (1) 11mm/130 deg ti cann tfna 420mm/right - sterile. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 22-sep-2017. Expiration date: 31-aug-2027 . Part #: 04.037.162s, lot#: h458299 (sterile) - 11mm/130 deg ti cann tfna 420mm / right - sterile. Quantity 6. Inspection sheet for tfna assembly inspection and inspection sheet for in-process/inspect dimensional/final met inspection acceptance criteria. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.